Event description:
A sterile mallet broke open during a surgical procedure. The interior contents of pellets and powder spilled onto the sterile field into the wound. This was immediately isolated. Extra antibiotics were given to the patient. X-rays were taken and read as negative.